Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported by customer that the cs100 iabp failed to inflate automatically during pre-use checks and was unusable.the iabp compressor was under-pressured, rendering it unusable. This was caused by wear and tear on the 5000h compressor maintenance kit.the compressor's 5000-hour maintenance period has expired. The parts were replaced, and the device passed all factory-specified performance and safety tests. The device has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that the cs100 intra aortic balloon pump failed to inflate automatically during pre use checks and was unusable.the iabp compressor was under pressured, rendering it unusable. There was no patient involved.